Event description:
It was reported that the patient was having a pacemaker implant. The physician was attempting to place the lead for his bundle pacing and the pacing thresholds were high. The physician wanted to reposition the lead, but the patient has intermittent heart block, so the lead was used to temporarily pace the patient while a new lead was deployed. The first lead was then removed. No patient complications have been reported as a result of this event.